Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a right internal carotid artery (ica) aneurysm. During pipeline deployment, it was reported that the distal segment would not open after being manipulated many times. The physician decided to remove the entire system and the distal segment of the pipeline opened proximal to the aneurysm upon removal. The pipeline was deployed at that location and another pipeline was used to complete the procedure. No injury was reported with the patient as a result of the procedure.